Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a small piece of plastic broken off from the rear plastic cover. Both manual and preset simulation tests passed. No product performance issue identified related to spo2 and pulse rate were identified, based on results of the investigation, the customer complaint could not be confirmed.

Event description:
It was reported that the device reads pulse rate of 147 when it should have been 70. The customer used another rad-8 as a comparative device. The patient was (B)(6) lbs. No known impact or consequence to patient.